Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. It was reported that this 840 ventilator generated a backg round check bdu (breath delivery unit) diagnostic code. The device was for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. To solve the issue, sp installed new bd (breath delivery) cpu (central processing unit) and updated software new rev ak. The ventilator passed all tests and calibrations. It is in working condition and has been returned to the customer. One bd pcb was returned for failure investigation. It was installed in the test ventilator and powered up. When the ventilator was put on ventilation, the ventilator generated a ¿vent inop¿ condition with a relevant error cod (bd eeprom checksum error) recorded in the diagnostic logs. The fault was isolated to the bd operating software having become corrupt. The bd software was erased. Software was reloaded to the bd xena ii pcb. It was again installed in the test ventilator and powered up. No errors and no alarms were found. If this failure occurred during ventilation, the ventilator would generate a vent inop condition. The appropriate audio and visual alarms would enunciate. The cause of the observed conditions determined to be faulty bd pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 840 ventilator generated a background check bdu (breath delivery unit) diagnostic code. The ventilator was not in use on a patient at the time of the reported event.